Event description:
Rep reported that the device was working properly initially in 2009. In addition to the micro sensor, the surgeon was going to implant a valve. It was then the surgeon noted that the patient's icp went from 40-80 with zero reference. Everything appeared to have been consistent. The surgeon pulled the sensor out while the patient was prepped for the valve and was in the sterile field. He cleaned the sensor and placed the device back in water. The pressure reading was in the 40's. The surgeon put the micro sensor back in the patient and implanted the valve. About an hour later, the icp reading was 7 with great wave form. The surgeon removed the micro sensor.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.